Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating and had stopped downloading. A field service engineer (fse) temporarily configured the station to operate on wi-fi while the machine was in the staging area. After configuration, the station was tested using the hardware test application and the application interface, and all functions were confirmed to be working properly. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicating with download stopped and offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.